Event description:
She tested her blood glucose and received a reading of 44 mg/dl. She retested within a couple of minutes, and her reading was 140 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.